Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited an unexpected hardware reset and displayed an error message. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Correction: h6 - health effect - impact code - should be "4641 - unexpected medical intervention" instead of "2199 - no health consequences or impact". B5 - updated with correct information.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited an unexpected hardware reset and displayed an error message. Programming changes were attempted by technical service support, but it was unsuccessful, and eventually, no intervention was performed to resolve the issue. Patient status was not reported.